Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stocked-out medication did not cross over to server and logistics. A technical support specialist dialed into the carefusion coordination engine (cce), reviewed examples, and confirmed the presence of ghost pockets, cleared the entire inventory for the affected station in the carefusion coordination engine (cce) database and then repopulated it, informed the customer of the actions taken and asked them to monitor the system, after which the customer confirmed that the issue was resolved and the system was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, ghost pockets and stock-outs were not crossing over to logistics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.